Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device became stuck on the guidewire. A 1.85mm jetstream sc was selected for use in a right leg angioplasty procedure. The target lesion was in the superficial femoral artery (sfa). During the procedure, the jetstream catheter became stuck on a non-boston scientific guidewire in the sfa. The jetstream would not budge; therefore, both the catheter and the wire were removed. Since wire access was lost, the procedure was not completed. No patient complications were reported, and the patient was in stable condition post-procedure.